Event description:
The account reported the right side rail would not latch. The bed was located in labor and delivery at the facility. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the right side rail dampener was locked in place and not moving when the side rail was lifted so the side rail could not lift to the latch position. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the right side rail dampener to resolve the issue. Based on this info, no further action is required.